Manufacturer narrative:
The company (d) cartridge was not returned for evaluation. A qualified handpiece and viscoelastic were indicated. The lens diopter was not provided. It cannot be determined if the lens was in the qualified diopter range. The root cause for the reported issue could not be determined. The company (d) cartridge was not returned for evaluation. A root cause cannot be determined without physical evaluation of the sample. The lens diopter was not provided. It cannot be determined if the lens was in the qualified diopter range. The instructions for use (IFU) instructs: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses (iols). Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Split tips may occur due to: ¿ room temperature too cold/cold ovd ¿ plunger advancement speed too fast ¿ inadequate ovd placed in the cartridge the IFU instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The IFU instructs to completely fill the cartridge with ovd (that has been allowed to come to room temperature) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A scrub technician reported that while loading the intraocular lens (iol) to assist the surgeon during iol implantation, the lens cartridge splintered when the iol was advanced through its opening. Consequently, the iol could not be safely injected. This event occurred in seven cartridges of same lot. Based on new information provided, the lens had to be reloaded a few times during implantation because it did not enter the patient's eye properly. One of the lenses got stuck in the incision and had to be pulled back out. The cartridge nozzle tip was found to be split and showed stress fracture. There was no impact to the iol. Patient contact occurred, but there was no patient harm.